Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd angiocath plus¿ IV catheter cap. The following information was provided by the initial reporter: "foreign matter in catheter cap."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-nov-2022. H6: investigation summary: our quality engineer inspected the 2 photos and 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that many specks of black embedded fm were observed in the needle cover. Upon removal of needle cover, no fm was found on the catheter. The embedded fm was most likely generated from the molding process. After machine stoppage for a prolonged time, the barrel temperature dropped to room temperature, which caused a layer of carbonized resin material to start to deposit at the injection screw. When production resumed and barrel temperature increased to ~230°c, the carbonized materials started to crack as they became thicker. Eventually, the black particles detached from the screw and got injected into the mold and formed the needle cover parts. It was suspected that during the machine start up when production resumed, startup purging was insufficient to remove the carbonized material completely. Actions have been implemented to address the foreign matter failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch was in compliance with our product specification requirements.

Event description:
It was reported that foreign matter was found in the bd angiocath plus¿ IV catheter cap. The following information was provided by the initial reporter: "foreign matter in catheter cap."